Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported the back cord cover is broken. It was also reported the section where the power cord plugs into is loose. The cord does not want to stay plugged into machine and comes loose. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; broken tabs found on the power cord bay door, power supply plug appeared loose, and the upper hinge plate was found damaged/cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.